Manufacturer narrative:
Patient information not available at the time of filing this report. Initial reporter's name not available at the time of filing this report. Concomitant medical products: other relevant device(s) are: software: bi-500-01605 o2 o-arm sw 4.1.0, software version: 4.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used in an unknown procedure. It was reported that the door opened slightly and "3d disable" occurred unexpectedly when transitioning to the 3d scan from the fluoroscopy scan. The operator said he did not press the "door open" button. They were still able to move the gantry and door. After closing the door the navigation system said it was "acquiring scans." Unplugging the ethernet cable in the navigation system and the imaging system resolved the issue. There was no impact to the patient at the time of the event.

Manufacturer narrative:
H2: correction: the logs received confirmed that the system was not an o2 but the o-arm 1000 imaging system. Section d and h4 have been updated. H3/d10: logs have been received, but evaluation has not been completed. Codes 4118, 3233 and 11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2020 00682449 (rep, hcp): medtronic received information regarding an imaging system used in a spinal fusion. It was reported that the door opened slightly and "3d disable" occurred unexpectedly when transitioning to the 3d scan from the fluoroscopy scan. The operator said he did not press the "door open" button. They were still able to move the gantry and door. After closing the door the navigation system said it was "acquiring scans". Unplugging the ethernet cable in the navigation system and the imaging system resolved the issue. There was a procedure delay of 10 minutes. There was no impact to the patient at the time of the event.

Manufacturer narrative:
H2: additional information was received. Section a has been updated, b5 has been updated and e1 has been updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1 additional information: patient initials provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10, h3, h6: software analysis was performed, and confirmed that the complaint was not a software issue. Log investigation found instances of loss of connection to the navigation system ("3d navigated scan is disabled. Navigation was previously connected during this exam and is no longer connected. The next scan will be non-navigated unless connection is reestablished. Press ok to acknowledge and continue."). The user pressed ok and accepted that the next scan will be non-navigated. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.